Manufacturer narrative:
This is being submitted in response to uf report (B)(4). This lot expires in april 2019. This report is being prepared and submitted by the manufacturer in response to the medwatch report noted above. Origen is recalling this lot due to issues unrelated to this event.

Event description:
An origen 13 french dual lumen catheter lot n18573 was used for extra corporeal membrane oxygenation support. As the run continued, the ECMO flow intermittently was cutting out. Decision made to convert patient to va ECMO from vv ECMO. Upon removal of the vv cannula, cannula noted to be kinked.